Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During an unspecified procedure, the balloon portion of the catheter gained a small tear before inflation. The device was removed from the patient through the sheath without any issues or complications. Another balloon of the same size was used and the case was completed successfully. The patient did not experience any adverse affects as a result of this.

Manufacturer narrative:
Evaluation narrative: a review of the documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. One used advance 18 lp low profile balloon catheter was returned for examination with 5mm x 20cm y-fitting. The inside diameter of the balloon was checked to verify that there was no excessive foreign matter. There were no defects on the surface nor within the folds of the balloon. The catheter was smooth, clean, and free of damage. The balloon catheter was dry/wet leak tested and no non-conformities were discovered. There were no tears, ruptures, or pinholes observed. The reported problem was not confirmed. Per the quality engineering risk assessment no further action is warranted. Monitoring will continue to be performed for similar complaints.